Event description:
Superdimensioin was notified of a patient death on (B)(6) 2013. Subsequent information received from the hospital site on (B)(6) 2013 stated a left upper lobe lung biopsy was performed. Patient was treated for bilateral pneumothorax with chest tubes. The patient was extubated and transferred to recovery room, oxygen saturation was 97%. The patient coughed and then had a cardiac arrest and expired.

Manufacturer narrative:
Superdimension has requested devices for evaluation but has not received anything to date. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT-guided percutaneous biopsy. Pneumothorax is also a known complication of damaged lung tissue due to underlying disease such as cancer and emphysema.